Event description:
It was reported that the patient underwent a knee arthroplasty revision of the articular surface due to instability approximately eighteen (18) years post-operatively. Upon removal of the device, it appeared severely worn and a portion appeared to have fractured off. Initial operative notes noted no intraoperative complications. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, d10, b4, b5, g3, g6, h2, h11. D10 - concomitant devices - nexgen tibial component size 3 catalog #: 00598003701 lot #: 60720435, nexgen femoral component catalog #: 00596001652 lot #: 60230462, nexgen stem extension catalog #: 00598801012 lot #: 60667588, nexgen all poly patella 32mm catalog #: 00597206532 lot #: 60396215.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the articular surface due to instability approximately eighteen (18) years post-operatively. Upon removal of the device, it appeared severely worn and a portion appeared to have fractured off. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen tibial tray catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. Visual examination of the provided pictures identified there is damage to the posterior of the left-hand condyle that appears to align with delamination and fracture. The right-hand condyle posterior also appears to have a subsurface crack where bio-debris/blood has seeped underneath. The remaining portions of the articular surface show signs of implantation with articulation marks and slight discoloration. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.